Event description:
A representative from a site reported the spine clamp they have is loosening during extended malleting. This event was not reported during surgery and no patient was present.

Manufacturer narrative:
The event was not reported during a surgery and no patient was present. Replacement part shipped (B)(4) 2012. RMA issued. Clamp face is slightly bent to one side. Adjustment screw retaining ring is stretched from overtightening and allows movement of the clamp face. Otherwise, the adjustment screw threads and head are in good condition.